Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (display issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/15/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/03/2015 with the following findings: during investigation, the pump was powered on and the display was found to be dim, fading and discolored. Unrelated to the complaint, investigation revealed that the battery compartment was cracked. Also unrelated to the display issue, the keypad was found to be torn of the ok keypad button. All of the keypad buttons were found to be difficult to press; the contrast button was unresponsive, which has no effect on insulin delivery function. The keypad cover was removed and there was evidence of contamination found under all the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).